Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that the day after the initial implant, the lead's thresholds increased. The implant site was re-opened and several repositioning attempts were made. It was ultimately decided to remove and replace the lead. No patient complications have been reported as a result of this event.